Event description:
Pt with abnormal mammogram was having a stereotactic guided mammotome biopsy on right breast. During the microclip placement, the proceduralist found resistance with the plunger and would not deploy the microclip. After releasing the plunger temporarily and reapplying pressure, the plunger did extend as expected. A stereo image was obtained and the microclip was not identified. The defective microclip device was removed from pt and the clip was still in the plunger. On inspection of the plunger, the most distal aspect of the plastic deployment device had been sheared off. A second microclip with a different shape was then inserted without difficulty. The pt was informed of the plastic deployment devise that remained in the breast tissue measuring 1.3 x 0.3 cm. The pt diagnosis indicated she will return to have more breast tissue removed and the plastic deployment devise will be removed at that time.